Event description:
The manufacturer received information a trilogy evo ventilator was reported to have a "ventilator service required" alarm occur. The reporter indicated that the ventilation volume decreased two days prior. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation of the reported ventilator service required alarm. Review of the device error log revealed an error code e-384, which indicates a pressure sensor mismatch issue; the pressure gaps between a monitor pressure sensor and an outlet pressure sensor is more than the specified value. Dirt on the airflow path was observed in relation to the error code e-384. The machine flow sensor was replaced. Device maintenance was completed as per the maintenance procedure, and components replaced as per maintenance schedule to prevent failure. The device passed final testing and was confirmed to be operating properly.